Manufacturer narrative:
Additional concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had dislodged. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.